Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, they will not be returned for investigation. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of delays in therapies following an alarm conditions. On unspecified dates and times, the devices were programmed to deliver unspecified concentrations of aminodarone and the deliveries were started. No specific programming parameters were provided. After unspecified lengths of times, it was reported the devices did alarm for air in line; however, no air was seen in the tubing set. At that time, it was reported that the nurses ejected the tubing sets, taped the cassettes, and reloaded the tubing sets to clear the alarms. It was reported the devices remained in clinical use. Although there was potential for serious injuries, the customer contact reported the pts' status were unchanged. No medical interventions were required. Though requested, no add'l info was provided.